Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Updated fields: d8, d9, h4. The device was returned for evaluation. Device examination confirmed the locking pin was broken. The investigation determined that the issue could have been caused by stress from excessive force; however, the root cause was not definitely established. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if additional information is provided by the user facility.

Event description:
The customer reported to olympus, the oes elite telescope had an image not clear, and pin broken. The issue was found during preparation for use for an unknown procedure. There were no reports of patient harm.